Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was in vf rhythm and was transported to the e.r. Where external defibrillation was used to convert the rhythm. The device was exposed to defibrillation/cardioversion and exhibited no telemetry. The patient was not stabilized and it was later reported that the patient expired. No further information is available.